Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 4. The valve was visually inspected no defects were noted. The valve was irrigated with purified water; an occlusion was noted at the ruby ball this is due to the saline drying during transport. The valve was left over night in purified water. The valve was irrigated again next day, no occlusion was noted. The siphon guard was irrigated and the flow was normal. The catheter was irrigated and the flow was normal. The valve was dried and tested for programming, the valve passed the test. The valve was then pressure tested and passed the test. A review of the history device records confirmed the valve conformed to the specifications when released to stock prior to distribution. No root cause could be determined as no problem was found with the valve. The problem was likely due to an excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. It would probably explain the problem encountered by the customer. Based on the investigation this complaint is considered closed. Trends will be monitored for this and similar events.

Event description:
Sales rep. Called and informed that: "surgeon could not get flow through the valve. Another valve was used to finish the case. This occurred intra-operatively without any adverse consequences to the patient. Delay in surgery was less than 30 minutes". Please send a warranty replacement to the sales rep. (B)(4).